Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that it was suspected that this pacemaker previously declared a lead safety switch (lss) due to out of range impedances on the right ventricular (rv) lead, as the pacemaker was programmed unipolar pace and bipolar sense. The patient's rv lead is a non-boston scientific product. This pacemaker remains in service. No adverse patient effects were reported.